Manufacturer narrative:
The device was returned for analysis. The reported suture separation was observed as a link separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it break due to circumstances of the procedure. Based on the information reviewed, here is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, one proglide had a suture break while advancing the knot in the rcfa and one proglide had a suture break while advancing the knot in the lcfa. The suture of a new proglide device was successfully pre-placed at each access site. The sheath was upsized to a large bore sheath at both access sites and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.